Event description:
This report was received from (B)(4) and is a clinical report from a healthcare professional in (B)(6) of peritonitis in a subject coincident with dianeal pd2 1.5% (peritoneal dialysis solution for peritoneal dialysis (pd). The action taken with dianeal was not reported. On (B)(6) 2012, in the morning, the subject felt pain in the abdomen and his peritoneal effluent was cloudy. That same day, the subject went to the clinic and physical examination showed tension (not further specified). The subject was diagnosed with peritonitis, which resulted in hospitalization that same day. The peritonitis was mild. Treatment for the event began immediately with intravenous (IV) levofloxacin 0.2 g every day, ip levofloxacin 0.04 g three times a day, and ip hepan 1000 iu three times a day. The patient had not recovered from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.